Event description:
The event is reported as: product broke inside pt during surgery. The carbide inlaid tip broke off. The broken piece was retrieved from the pt. No pt injury reported.

Manufacturer narrative:
Device is not available for investigation. MFR is unable to investigate complaint due to lack of product and no known lot #. If more info and a lot # is received, the complaint will be reopened and a follow up report will be sent.